Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
Upon initial observation, the device was received in the not deployed position; the pink slide insert was not visible in the viewing window and the linkage assembly was in the not deployed position. Upon removing the top housing, it was observed the device had deployed inside itself. The release bar was observed to be released by the firing flat, indicating the device had deployed. The cannula sub assembly was bent and deployed inside the device, indicating the chassis sub assembly was incorrectly installed. The linkage assembly, slide insert, and slide retract were all in the incorrect position as the needle mechanism was unable to fully deploy due to the incorrectly installed chassis sub assembly. Upon removing the bottom housing, the formed needle was allowed to fully extend and the linkage assembly, slide insert, and slide retract moved into the correct position. Damage was found to the environmental seal as a result of the needle deploying into the device, further indicating the chassis sub assembly was incorrectly installed. The needle mechanism was reset to the not deployed using the lock and load tool, and then manually redeployed by rotating the ratchet gear. The device deployed as intended. The incorrectly installed chassis sub assembly can be confirmed as the cause of the device not deploying as intended by the end of second prime. A tear was observed on the exposed portion of the soft cannula. Fluid was unable to pass through the entire fluid path due to this damage. The timing and cause of this damage is unknown.

Manufacturer narrative:
Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (B)(4).